Manufacturer narrative:
B3: event date is not known. Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (serial: unknown); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a revision procedure was being performed for a cortical stimulator system with an implantable neurostimulator connected to two paddle leads via a bifurcating extension lead, and the system was described as malfunctioning. It was further reported that one of the paddle electrodes was suspected to be broken, and there was a plan to replace the suspected broken paddle electrode. Recommendations on programming were requested. No patient complications have been reported as a result of this event.